Event description:
Needle used for vaccine administration. When activating needle safety lure lock fails and needle disconnects from syringe. This resulted in 2 needle stick injuries. FDA safety report ID # (B)(4).